Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The abdominal aortic aneurysm was 4.2 cm in diameter and a 4.4 cm in diameter iliac artery aneurysm. Vessel morphology was reported as the aortic neck was 22 mm in diameter at the renal artery, aortic length 20 mm, and no angulation. There was moderate to severe calcification throughout the vessels. The endurant stent grafts were implanted without issue. It was reported that that the final angiogram revealed that there was a type iii endoleak, fabric approximately 1 cm distal or less to the junction of the iliac cuff on the right. This may have been caused by too much modeling with a reliant balloon or calcium at that location. It was very minor and likely would have sealed when blood flow was restored, but since it was clearly determined that it was trans-graft a secondary intervention was performed. This was done with a 1313x82 stent graft. The next post angiogram revealed that the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (calcified vessel), incorrect technique/procedure (over-ballooning within a calcified vessel), device failure/lack of effectiveness related to patient condition (calcified vessel), device failure related to user handling (over-ballooning within a calcified vessel).